Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/03/2017 a medtronic representative performed a navigation system check-out, hardware, software and instruments areas passed. The system performed as intended. - return requested for suspect cmos battery 04/05/2017. This part was discarded by the site and will not be returned to manufacturer for analysis. - on 04/19/2017 a medtronic representative, following-up at the site, reported the navigation system booted-up completely, then became unresponsive. - no further issues have been reported.

Event description:
A medtronic representative reported that the computer became unresponsive when switching on the navigation system. The system was checked and the issue was replicated. There was no patient involvement in this event.